Event description:
My husband had a colon resection due to diverticulitis on (B)(6) 2019; surgery went well, removed 1/2 colon. On (B)(6) 2019 he was septic and taken to emergency surgery for a colostomy. The surgeon reported to me after surgery that the reconnection of his colon came completely apart, not a leak but completely apart. The surgeon was baffled and could not explain it. He said I had great tissue and I can't explain it. Then on (B)(6) 2019 he developed an abscess at the rectal stump. The surgeon did surgery again and said that the rectal stump was completely open, again he could not explain and appeared completely baffled. The surgeon reported that he sutured and stapled it shut this time. After my husband was practically dying, in the hospital for 32 days, he finally was able to come home on (B)(6) 2019 with a colostomy. He followed up with a surgeon in the same practice who happens to be chief of surgery at (B)(6) center and at his follow up appointment on (B)(6) 2019 dr (B)(6) said to (B)(6), "we found out what happened to you". My husband ask what do you mean? He said "the stapler that was used in your surgeries has been recalled, removed from the shelves, due to staples not forming and clamping shut correctly. In (B)(6) 2019 he went to (B)(6) hospital in (B)(6) to have colostomy reversed. The surgeon was not able to be 100% sure of the reconnection, he said it was a very difficult surgery, took 5 hours, and he placed an ileostomy to give the colon reconnection time to heal for a approximately 8 weeks, then they will check for a leak, and if no leak they will reverse the ileostomy. In 8 week there was not a leak and it was reversed. Then through months of severe pain, diarrhea, protein calorie malnutrition, significant weight loss, on (B)(6) 2020 through (B)(6) 2020 he was hospitalized for small bowel obstruction. An ng was placed to decompress and allow gut to heal. Then on (B)(6) 2020 he was hospitalized again and had his gall bladder removed. To this day he is fatigued, no endurance, poor diet, drinks at least 3 boost per day, still remains underweight and malnourished, continues with pain and narcotics use. He has seen a dietician and pain management. Cnp has recommended palliative care and he has been deemed permanently disabled and approved for ssi disability. Our case is currently with an attorney. See all records from hospital, surgeons, cnp, (B)(6). FDA safety report ID# (B)(4).